Manufacturer narrative:
Other, other text: device evaluation: one device received for investigation. Visual inspection showed top and bottom case are in good condition. Visible contamination by the l bracket pole clamp. Event history log reviewed and found base task time out. Reported problem was confirmed in the event history log. The reported problem is caused by issue with the wi-fi driver and network system. The device software is designed such that the pump can recover shortly and reconnect to the network with no adverse effect. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that an error message occurred during a returned order service.there has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.